Event description:
Pt. In cath lab for cardioversion; pt. Received defib shock instead of synchronized shock for cardioversion of arterial fibrillation; immediately recognozed when pt. Experienced run of vt/vf; received defib shock - nsr. Nurse not sure if she pushed sychrnoized button before shocking.